Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had possible under delivery. Customer's blood glucose level was 300 mg/dl. Customer states when insulin given with insulin pump blood glucose not goes down and insulin given with pen blood glucose goes down immediately. The reservoir will not be returned for analysis.